Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a longevity issue. Boston scientific technical services (ts) noted that originally, the longevity remaining was less than half a year but printouts showed less than one year remaining. Ts discussed that likely the device was right on edge of one year to six months and something like impedance test during the session caused it to jump to one year remaining. Additional information indicated that the patient was on intensified telephone follow ups. This pacemaker remains in service. No adverse patient effects were reported.